Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event is confirmed as the returned articular surface of the dovetail feature is flared and compressed. Surgical technique suggests that the compression of the articular surface dovetail can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The most probable root cause for the issue of implant not seating to the tibial plate is foreseeable misuse and failure to follow instructions for use. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the doctor has detected that the articular surface is defective while trying to place it in the tibial tray.